Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The mayfield headrest was returned for evaluation: complaint confirmed via inspection of the unit. The slide bar was loose and needed to be repined. The small starburst teeth were worn and the base required replacement. This unit is beyond integra¿s 7 years recommended life cycle. Unit is over 20 years old and needs to be replaced due to worn teeth.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The bar or the a1012 mayfield swivel horseshoe headrest was unstable and moved even when locked.